Event description:
It was reported that the patient underwent a urological procedure in 1999 and mesh was implanted. Following the procedure, the patient experienced pain to the left of the urethra, frequent micturition and recurrent cystitis. After diagnostic procedure, the patient underwent a mesh removal from the middle of urethra and behind symphysis on the left side. Additional information was requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.